Manufacturer narrative:
(B)(4). The customer did not return the test strips.

Event description:
The customer complained of discrepant glucose results for 1 neonate patient tested on accu-chek inform ii meter serial number (B)(4) compared to the laboratory. The patient was tested on the meter by heel stick at 12:31 a.m. With a result of 33 mg/dl. The patient was drawn for the laboratory at 12:40 a.m. And the result was 44 mg/dl. At 1:33 a.m. The patient was tested on the meter by heel stick and the result was 33 mg/dl. The patient was drawn for the laboratory at 1:40 a.m. And the result was 55 mg/dl. At 2:35 a.m. The patient was tested on the meter by heel stick and the result was 61 mg/dl. The result from the laboratory was not provided, however, staff indicated the meter result correlated better with the laboratory result at this time. It was also noted that the patient may have been nursed by his mother around the time of this comparison. At 5:39 a.m. The patient was tested on the meter by heel stick and the result was 37 mg/dl. The patient was drawn for the laboratory at 5:45 a.m. And the result was 44 mg/dl. Hospital staff then switched to a different inform ii meter and the glucose results were more consistent and believable: at 6:58 a.m. The patient was tested on the different inform ii meter by heel stick and the result was 56 mg/dl. At 9:17 a.m. The patient was tested on the different inform ii meter by heel stick and the result was 62 mg/dl. At 11:20 p.m. The patient was tested on the different inform ii meter by heel stick and the result was 51 mg/dl. The customer did not know if the same vial of strips was used for all of the meter tests, however, the same strip lot is used throughout the facility. There was no allegation that an adverse event occurred. The patient is in stable condition. Qc testing has to be performed daily with passing results in order to use the meter. The meter and test strips were requested for investigation. The meter was returned, but the test strips were not returned. Retention strip lot 476572 was tested on the returned meter with quality controls: control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl results: level 1: 43, 45, 45 mg/dl level 2: 299, 308, 292 mg/dl all the results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation was unable to find a definitive root cause for this event.